Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event was confirmed. Analysis found outer insulation abrasion at 21cm from the is-1 connector pin. The etfe insulation on one of the sensing cable was also abraded. These abrasions are consistent with that produced by friction with the ICD can.

Event description:
It was reported that the device was showing high counts of short rr intervals. Insulation breach was observed upon explant.